Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter in law reported via phone call of issues with customer's insulin pump. The daughter states the customer has received motor error alarm and excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the device's alarm history showed the presence of an unexpected restart alarm, motor error, and no delivery alarms. The customer was advised that the device would have to be replaced and returned for analysis.